Event description:
During the later stage of a case, the chest support plate gave way / cracked causing complete separation of the molded, mounting sections on the base from the center body holding the tempur-pedic pad. Patient was fortunately unharmed.

Event description:
During the later stage of a case, the chest support plate gave way / cracked causing complete separation of the molded, mounting sections on the base from the center body holding the tempur-pedic pad.patient was fortunately unharmed.

Manufacturer narrative:
Only portions of the chest support plate were sent back for evaluation. Upon reviewing the returned pieces of the chest support plate, it appears that age; and use are contributing factors.